Manufacturer narrative:
Analysis inspected one opened and used sensor and performed continuity resistance test. Sensor failed per specifications.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and that the sensor is not reading accurately. The customer indicated that the sensor glucose was below 48 mg/dl and blood glucose was 122 mg/dl. Troubleshooting advised customer on proper insertion and site technique. Customer was advised that the device would be replaced and to return the sensor for analysis.

Manufacturer narrative:
Analysis inspected one opened and used sensor and performed continuity resistance test. Sensor failed per specifications.